Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Pain: unable to observe. Visibility/palpability: unable to observe. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, right side deflation. Looked different, painful, noticeably smaller and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, right side deflation, looked different, painful, noticeably smaller and exchange. Device has been explanted.